Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was encountering an error message while attempting to request medication for a patient. A technical support specialist (tss) identified that the issue was caused by a medbank q link server outage that had not yet been restored, resulting in disruption to medication request processing within the system. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower rxverify was not working. An error message was encountered when attempting to request medication for a patient.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported due to this event.